Event description:
It was reported that bd cathena 20gx1.25instraight bc silicone visible cathena 20g 20mm supplier part number: 386804 batch: 4304883 supplier: bd. Complaint: ["damaged/requires repair or replacement","frayed tip"] description: checked stock, it appears to be the gel like lubricant on the trocar that has hardened and comes out when the trocar is advanced and retracted. Action: removed 20g 32mm cathena from local use. Complainant: (B)(6) contact number: xxxx alternative contact: is product available? Yes, is packaging available? Yes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the photo and 3 samples submitted for evaluation. The reported issue of silicone visible was confirmed upon inspection of the samples. Analysis of the samples showed visible silicone on the cannula. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The assembly process of the cannula lubrication process was reviewed. The cannula is lubricated by dipping it into a silicone lube tank. During dipping, low air flow is blown through the cannula to prevent silicone from flowing into the cannula. After dipping, the part is raised from the silicone tank followed by high pressure air blown through the cannula in combination with an air knife at the cannula bevel to remove the excess silicone. After a series of processes, the catheter subassemblies are set together with the needle hub subassembly. There could have been silicone accumulated at the surface of the lube tank which might have transferred to the cannula surface during air blowing. After the subassemblies are set together, it is possible for the excess silicone to migrate to the cannula/catheter tip area during transportation or storage. When removing the product from the needle cover, it is likely the silicone transferred from the cannula/catheter. To prevent the defect, revisions to the procedure will be made to include cleaning of the surface of the lube tank and surrounding areas every shift. Retraining of the production technicians will also be completed on the revised procedure.